Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic endometrial resection, towards the end of the procedure, the cadiere forceps (cf) was being used to guide the surgical assistant in dispensing surgical in the patient¿s abdomen. The surgical assistant was unable to use the instrument drive unit (idu) button to open or close the jaws of the cf, so the instrument had to be removed using a modified broken instrument protocol. The instrument was left in position and removed at the end of the procedure, it was not touching or holding any tissue. There was no patient injury.